Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr did back to back blood glucose testing and got results of 56, 64 and 109 mg/dl. Tests were done within 10 mins, using different fingersticks. No symptoms were reported. On follow-up, rptr stated that she could tell when her results were not correct because the blood would not absorb into the strip, but would spread across the top of the white pad. When this happened, there were white streaks on the confirmation dot. She would then retest. All tests were done from the same lot of strips. Rptr did not do a control solution test due to lack of supplies.